Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege at all times after the surgery, pt began to experience severe and debilitating pain and discomfort throughout his left hip, groin, leg, and back. It is further alleged these complications have caused, and continue to cause, swelling, stiffness, difficulty walking, decreased mobility and physical activity. It is also alleged these conditions have prevented pt from walking, standing, and sitting for extended periods. A further allegation is that as a result, pt has fallen on several instances injuring, among other things his right knee which will require arthroscopic surgery.